Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported the ilet touchscreen was cracked. The bottom half remained functional, the top half was unresponsive, and no injury or therapy interruption occurred. A replacement device was sent.